Manufacturer narrative:
A lot history review could not be performed as the lot number was not provided. The sample was not returned, however medical records were provided for review. The investigation is confirmed for patient device interaction problem and detachment. However, the investigation is inconclusive for filter migration and tilt. The root cause could not be determined. The device was labeled for single use. (B)(4).

Event description:
This report summarizes one malfunction. A review of reported information indicates model rf310f, vena cava filter, allegedly experienced migration, tilt, detachment of device component, and a patient device interaction problem. This information was received through a single source. This malfunction involved a (B)(6) year old female whose weight was not provided. There were no reported patient consequences.